Manufacturer narrative:
Qn# (B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported by the clinical support specialist (css) that there were helium loss 2 alarms. The pump started to alarm soon after the pump had started. The staff reset that alarm, but the pump continued to alarm about every 2-3 minutes. There was no blood in the gas tubing, and there were no visible kinks. The bpw appeared to be very normal, with possibly a slight drop in the baseline at the end of the strip. There was no widened inflation or deflation artifact. As a result, the staff removed and replaced the iab. The pump was working well with no more issues. There was no report of patient complications, serious injury or death.

Event description:
It was reported by the clinical support specialist (css) that there were helium loss 2 alarms. The pump started to alarm soon after the pump had started. The staff reset that alarm, but the pump continued to alarm about every 2-3 minutes. There was no blood in the gas tubing, and there were no visible kinks. The bpw appeared to be very normal, with possibly a slight drop in the baseline at the end of the strip. There was no widened inflation or deflation artifact. As a result, the staff removed and replaced the iab. The pump was working well with no more issues. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn# (B)(4). The reported complaint of iab helium loss alarm is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.